Event description:
Hcp reports patient had an overdose "without complications." The patient's symptom was weakness. The drugs in the pump were compounded baclofen and morphine. The hcp is convinced that the "compounding is no good." The patient's pump was turned down and no supplemental oral baclofen was given. The hcp is scheduling a radio-isotope study to be done. The patient outcome was o.k. A follow up report will be sent when additional information is received.